Manufacturer narrative:
(B)(4): approximate age of device ¿ 6 days. Evaluation of vad-61480 revealed the presence of thrombus inside the pump. The evaluation of the submitted log files confirmed the reported power elevations between 21dec2016 and 27dec2016, which were associated with pi events. However, a specific cause for the power elevations could not be determined. Vad-61480 had been exposed to fixative prior to return. The pump was returned assembled. The driveline was severed approximately 7.5 inches from the pump housing. The severed portion of the driveline was returned. All parts of the sealed inflow conduit were returned. The sealed outflow graft, outflow graft bend relief, bend relief collar, and outlet elbow were returned. Upon disassembly, the inlet bearing cup revealed a dark red, tissue-like deposition. The thrombus had areas of denaturation and a ring-like structure with laminate layering, which were indications that it likely developed over an undetermined period of time around the bearings while the pump was in operation. The deposition was of moderate size and would have impeded flow. Although a specific cause for the depositions and a time frame for which they were present in the pump could not be determined, it would have potentially contributed to the report of elevated lactate dehydrogenase (ldh). Additionally, the depositions would have created additional resistance on the spinning rotor, potentially contributing to the reported power elevations. No other depositions were identified. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had continued transient power elevations in the 8-9¿s w. On (B)(6) 2016, the lvad speed was increased to 9000 rpms and labs were completed. The patient¿s ldh rose from 500s u/l and aspartate aminotransferase (ast) was in the 70s. The patient was noted to have altered mental status on (B)(6) 2017 which the implanting center believed to be liver related. Central venous pressure (cvp) 9 and svo2 in the 70s. The morning of (B)(6) 2017 a modified echocardiogram (echo) found that the patient¿s right ventricle (rv) looked better than at the beginning of week. The patient¿s left ventricle (lv) was 6.3 at 8600 rpm and only slightly decreased in size to 6.2 at 9600 rpm. A full speed echo and CT scans were to be completed that day. The implanting center¿s working diagnosis was delayed shocked liver from the patient¿s hypotensive episode and acute rv failure on monday. All labs were to be repeated at noon. Log files reviewed by the manufacturer¿s technical services on (B)(6) 2017 revealed pi events. It was also noted that the patient¿s fixed speed was modified multiple times between 8400-8800 rpm. On (B)(6) 2017, the patient was transplanted. The patient was listed as status 1a from transplant due to the inability to wean rvad. The explanted pump was investigated by the manufacturer. Evaluation of the returned explanted pump identified deposition in the inlet bearing cup. It was determined that this was a reportable event.